Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that patient's infusion set's cord (tubing) got stuck on the knob while standing. The site location was right side of patient's abdomen, with the pump on the right side. Moreover, the infusion had been used for one day. Reportedly, there was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. No further information available.